Event description:
The ventilator was connected to the pt, the customer reports the ventilator gave a high awp alarm. The ventilator was removed from the pt and placed on another ventilator. There was no pt injury.